Event description:
On 4/2001 the end-user called minimed, USA and stated that the infusion set was leaking at the portion where the infusion set and the reservoir connect. This is the first time problem has occurred. Treated high bg's with a manual injection. On 6/2001 maersk medical rec'd the complaint and 1 used tubing. The incident took place in USA.